Event description:
Boston scientific received information that during a delivery of shock on t induction with 1.1 joules (j), this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead displayed a fault code which is a short condition detected with shock delivery along with low out-of-range (oor) shock lead impedance measurements of less than 20 ohms. The shock did not convert and they had to externally convert the rhythm with 21j. The field representative stated that the commanded shock impedance was good around 50 ohms. Boston scientific technical services (ts) discussed the difference in energy between the commanded shocks and possible reasons these clinical observations occurred. Further, ts recommended replacing both lead and the device as cannot guarantee that there was no damage on this device. This ICD was not successfully implanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of the device was performed. Visual inspection noted no anomalies. X-ray inspection verified that the device plasma fuse was blown. The field observations were confirmed to be the result of high energy overstress damage that was induced when the device shocked into a shorted lead condition.